Event description:
The instrument has an internal channel that is difficult to clean and can retain blood or other material.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.